Event description:
The customer reported that after the system was serviced by philips, the pt support table top was not completely secured to the subframe. The philips filed service engineer (fse) confirmed that there was no harm to the pt, operator, or bystander due to this malfunction. The fse determined that the service latch had slipped out of its slot and that the table top was experiencing some play. The fse was able to reseat and tighten the service latch to resolve this issue.

Manufacturer narrative:
(B)(4). On (B)(4) 2014, during a clinical scanning procedure, the operator at (B)(6), observed that the table did not lock in. There was no report of any harm to the operator, pt or bystander during the incident. The scan was completed successfully and there was no rescan/reinjection required. The customers called to the philips service desk for field service engineer (fse) to be dispatched. On (B)(6) 2014, the fse arrived on site and evaluation the system. The fse stated that the service bolt came loose of table horizontal drive. The fse reseated the bolt and tightened it. After tightening of the service latch, the system was fully operational. There was no part replacement. The root cause of this event was that a service bolt was loose. The fse tightened the bolt in the service latch, which resolved the issue. This issue is also covered under customer notification (B)(4) and correction and removal (c&r) # 1525965-04/08/14-005-c. (B)(4).